Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when a patient presented for a routine follow-up with pacemaker-syndrome, low sensing, high capture threshold, and high impedance were observed. Lead dislodgement due to twiddler's sydnrome was noted. The lead was explanted and replaced without any problems. The patient was in good condition after the procedure.